Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, the patient's infusion set's tubing detached/broken at the site connector. The infusion sets have been used for one day and two days respectively. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.